Manufacturer narrative:
Device analysis: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and during power up, it alarmed and displayed error code 111. The error code 111 was referenced to motor issue and it is also related to microprocessor board due to the connection between them. Further investigation of the pump determined that the microprocessor board was defective and the root cause of the issue. Therefore, service will replace the microprocessor board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited "system fault". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.